Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported " nurse found the inflation pilot balloon was broken (torn) after use. The device was used five time only. The cuff was deflated when autoclaved." This was found during post cleaning. There was no patient involvement.

Manufacturer narrative:
Qn# (B)(4). New information received indicates that this was not a reportable event, thus, the initial MDR submitted on 18 july 2024 should be retracted.

Event description:
It was reported " nurse found the inflation pilot balloon was broken (torn) after use. The device was used five time only. The cuff was deflated when autoclaved." This was found during post cleaning. There was no patient involvement.